Event description:
The surgeon reported that the vitrectomy probe would not go through the trocar cannula. The probe was replaced with another one. The surgeon needed to re-tune before proceeding with surgery. No pt injury was reported.

Manufacturer narrative:
The probe has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).